Event description:
It was reported that "on sep. 14, 2005, the patient underwent an operation and a centaur plate was implanted. In apr. 2006, it was found that the rotatable slot of the centaur plate broke, which caused the whole to plate break. The patient did not go to the hospital and the broken plate remains implanted."